Event description:
Additional information was received. There was no thrombosis seen on the follow up CT scan.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter fusiform thoracic aortic aneurysm in zone four. Right and left external iliac arteries were 7.6-7.5 mm in diameter. The right and left common iliac arteries were 12.6-10.8 mm in diameter. The access artery was non-tortuous and non-calcified. The aorta was non-tortuous. There was no mural thrombus present in the aneurysm neck. A CT with contrast revealed a type ii endoleak. The aneurysm measured 56.4 mm in diameter and 80 mm in length. A CT with contrast revealed that the aneurysm was 58 mm in diameter and 45 mm in length. A CT with contrast revealed that the aneurysm was 59 mm in diameter and 42 mm in length. There was no evidence of an endoleak at this appointment. However, there was non-occlusive thrombus within the stent graft. A CT with contrast revealed that the aneurysm was 61 mm in diameter and 63 mm in length. No additional clinical sequelae were reported and the patient is fine.

Event description:
Films were received and reviewed as follows: post-implant images approximately three years post implant showed there was thrombus (approximately 30-50% fill) seen within the mid-length of the stent graft which is also within the aneurysm sac. No obvious endoleak or any stent graft issues were seen. The cause of the thrombus could not be determined, but is most likely patient related.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (thrombosis), patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).

Manufacturer narrative:
Method: film.